Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to remove the ventrio st for chronic abdominal wound infected abdominal wall mesh. During this procedure, the mesh was excised and "several areas of abscesses" were found in the abdominal wall, which were also incised and debrided. The mesh was also debrided from where it had attached to the bowel". Medical records are not available at this time, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an abd incisional hernia. A bard/davol ventrio st hernia patch mesh, with ref # (B)(4) and lot # huwg1034 was implanted in the patient to repair the hernia defect. On (B)(6) 2014: the patient "suffered from wound infection and dehiscence, for which she underwent debridement and wound vac treatment." As reported, "thereafter, she continued to suffer from chronic abd wound and drainage and her physicians determined that her mesh was infected, necessitating an additional invasive surgery to remove it." On (B)(6) 2015: the "patient underwent surgery to remove the ventrio st for chronic abd wound infected abd wall mesh." As reported, during this procedure, "the mesh was excised and several areas of abscesses were found in the abd wall, which were also incised and debrided. The mesh was also debrided from where it had attached to the bowel." It is alleged by the attorney, the ventrio st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio st patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an abd incisional hernia. A bard/davol ventrio st hernia patch mesh, with ref # (B)(4) and lot # huwg1034 was implanted in the patient to repair the hernia defect. (B)(6) 2014: the patient "suffered from wound infection and dehiscence, for which she underwent debridement and wound vac treatment." As reported, "thereafter, she continued to suffer from chronic abd wound and drainage and her physicians determined that her mesh was infected, necessitating an additional invasive surgery to remove it." (B)(6) 2015: the "patient underwent surgery to remove the ventrio st for chronic abd wound infected abd wall mesh." As reported, during this procedure, "the mesh was excised and several areas of abscesses were found in the abd wall, which were also incised and debrided. The mesh was also debrided from where it had attached to the bowel." It is alleged by the attorney, the ventrio st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio st patch. Addendum per medical records: (B)(6) 2014 - patient was diagnosed with incarcerated parastomal, incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿there is an incisional hernia with small bowel present in the hernia sac. Released the omental adhesions, small bowel adhesions and freeing the incarcerated parastomal hernia. A ventrio st was then placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with chronic abdominal wound, ileostomy dysfunction with retraction and infected abdominal wall mesh thereby underwent removal of mesh. Per operative notes, ¿there were several abscesses in the abdominal wall with some purulent drainage. A tedious lysis of adhesions was performed, and all the mesh was excised off the abdominal wall.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence, ring break and emotional injuries. It is also alleged that the patient experienced dehiscence of mesh and underwent mesh removal. It was also alleged that the patient was caused to suffer severe pain and undergo additional invasive surgeries with hospitalization and also experienced dehiscence of mesh, for which she under debridement and would vac treatment.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to remove the ventrio st for chronic abdominal wound infected abdominal wall mesh. During this procedure, the mesh was excised and "several areas of abscesses" were found in the abdominal wall, which were also incised and debrided. The mesh was also debrided from where it had attached to the bowel". Medical records are not available at this time, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of ventrio st, patient was diagnosed with adhesions, infection, abscess, wound dehiscence and inflammation thereby underwent removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.